Event description:
It was reported that patient presented in the clinic for lead revision on their left ventricular (lv) lead that had not been capturing since (B)(6) 2013 due to dislodgement. Prior to the procedure, it was re-confirmed via fluoroscopy that the lead was dislodged. The lead was explanted on (B)(6) 2021. There were no patient consequences.

Manufacturer narrative:
The reported events were lead dislodgement and no capture was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. S-curve was measured to be within specification. All other damages were sustained during the procedure.